Event description:
The customer reported receiving a no delivery alarm. During troubleshooting, insulin did not exit and the reservoir started leaking from the bottom. The customer's blood glucose was 118 mg/dl at the time the issue was reported. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.